Manufacturer narrative:
Unit received with unexpected low battery alert and had high sleep/active current measurements, problem isolated to pcb 1. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error. Customer's blood glucose value was 7.5 mmol/l at the time of the incident. Customer will return device for analysis.